Event description:
In this event, it was reported that thermaseal ribbon was extruded past the apex during an endodontic procedure. The patient reported pain and numbness in the area. During a follow-up it was indicated that the patient was experiencing improvement in the symptoms each day.

Manufacturer narrative:
While there is no indication that the thermaseal used malfunctioned, because this event could result in permanent damage to a body function/structure as evidenced by previous reported events with similar devices, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.